Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported device issues were not confirmed as the stent was deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The supera instruction for use instructs that if unusual resistance is felt at any time during stent system removal, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Failure to follow instructions: continued to attempt deployment including use of force to remove the delivery system.

Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, de novo, distal superficial femoral artery, after pre-dilatation the supera stent was deployed. The deployment lock was unlocked to detach the stent, but resistance was met. Several attempts of thumb advancement did not release the stent. Force was used to detach/release the stent, successfully releasing the stent; however, 20% stent elongation occurred. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.